Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use.

Event description:
Liver disorder. Coagulation factor v deficiency [coagulation factor v level decreased] . Dc bead loaded with epirubicin. Case description: initial information received on 22-dec-2016: this spontaneous medical device report was received from a physician via business partner concerning a (B)(6) male patient. The patient's medical history included chronic renal failure, alcoholic cirrhosis and hepatectomy. Concomitant medications were not provided. On (B)(6) 2016, the patient received dc bead loaded with 50 mg of epirubicin for an unknown indication. Other dosing details, bead size, lot numbers and expiration dates were not provided. On (B)(6) 2016, the patient experienced coagulation factor (factor v) deficiency. As of (B)(6) 2016, the patient had not recovered from the coagulation factor (factor v) deficiency and no hemorrhage was present. The reporter considered the event of coagulation factor (factor v) deficiency as possibly related to dc bead therapy. The company assessed the event of coagulation factor (factor v) deficiency as serious (medically significant), and the event of dc bead loaded with 50 mg of epirubicin as non-serious. Follow-up information will be requested. Follow-up information received on 31-jan-2017: follow-up information was received from a physician, via the company distributor. Additional information was obtained regarding the patient medical history: hypertension since 1975, alcoholic hepatitis since 1999, renal impairment and haemangioma cavernous in the brainstem since 2010 and hepatic cirrhosis since 2011. On an unspecified date in (B)(6) 2011, an endoscopic submucosal dissection (esd) was performed for gastric cancer at the reporting department. However, on an unspecified date in (B)(6) 2011, as additional resection, a laparoscopic gastrectomy was performed at the department of the first surgery of the reporting hospital. Additionally, on an unspecified date in (B)(6) 2016, due to a liver tumour (s2 38 mm, s1 30 mm) the patient was hospitalized for detail examination (the second hospitalization at the reporting department), and was diagnosed with an hepatocellular carcinoma (t4n0m0, stage iva). On (B)(6) 2016, a left hemihepatectomy with partial resection of the caudate lobe and cholecystectomy were performed at the department of surgery of liver, gallbladder and pancreas of the reporting hospital, for hepatocellular carcinoma. However, on an unspecified date in(B)(6) 2016, the hepatocellular carcinoma recurred in the remaining liver (child-pugh classification: b). There was no family history of hepatic disease. The patient was taking as co-suspect drugs kaytwo (menatetrenone; capsule, dose not reported), allopurinol (dose not reported) and levofloxacin (dose not reported), all since an unknown date, for an unknown indication. Additionally, the patient was taking ceftriaxone (ctrx) (2g/day, intravenous injection) for an unknown indication, since the first treatment day, on (B)(6) 2016, the patient underwent transarterial chemoembolization (deb-tace) with a drug solution, about 20 ml, consisting of one vial of dc bead (300-500 microm, lot number and expiration date not reported) loaded with epirubicin hydrochloride 50 mg that was made by mixing with contrast media. About 18 ml of the drug solution was arterially injected via right hepatic artery, in the status post-left hemihepatectomy with partial resection of the caudate lobe, cholecystectomy, and total gastrectomy. Multiple densely stained tumour appearances were seen in the remaining liver. On the following day of the treatment, on (B)(6) 2016, the patient experienced pyrexia of 38°c. On the same day, blood testing showed aspartate transaminase (ast) 911 iu/l, alanine transaminase (alt) 571 iu/l, and lactate dehydrogenase (ldh) 1796 iu/l, indicating intense liver disorder. Considering possible appearance of abscess and infection, intravenous injection of ctrx 2 g/day administered from the first treatment day was continued. Thereafter, hepatobiliary enzymes all decreased with the highest on the second treatment day ((B)(6) 2016): ast 1214 iu/l, alt 1024 iu/l, and ldh 1695 iu/l. However, given bilirubin within the reference range and prothrombin ratio (pt %) staying mildly low at 62.4, the patient was placed under observation. Pyrexia of 38° to 39°c persisted and c-reactive protein (crp) was high at 18.05 mg/dl on the fourth treatment day ((B)(6) 2016). During the course, bilirubin did not increase, and crp decreased with the highest on the fourth treatment day. The blood test performed on the 14th treatment day ((B)(6) 2016) showed pt of 16.0 seconds. While fibrin degradation product (fdp) and d-dimer were high, platelet count was kept at 212000. The disseminated intravascular coagulation (dic) score suggested that dic was less likely. The blood test performed on the 15th treatment day ((B)(6) 2016) showed that pt further prolonged to 31.5 seconds. Activated partial thromboplastin time (aptt) was remarkably prolonged to 116.6 seconds. Given no presence of hepatic atrophy, it was unlikely to be the cause of the prolonged pt. Anticoagulant drugs such as heparin or warfarin was not used. In the blood coagulation cascade, common or/and extrinsic coagulation factor deficiency or the presence of an abnormal clotting. Factor were suspected. Consequently, coagulation factor deficiency was diagnosed. The reporter suspected that the drugs, especially the antibiotic ctrx/levofloxacin that the patient had been on for a long time and uric acid synthesis inhibitor, etc. Might be associated to the adverse event. Therefore, on the 15th treatment day, on (B)(6) 2016, ctrx was discontinued, while levofloxacin was discontinued on the on the 18th treatment day ((B)(6) 2016). On the 19th treatment day, (B)(6) 2016, kaytwo (menatetrenone) capsule and allopurinol were discontinued. Thereafter, while prolonged pt/aptt persisted until the 25th treatment day ((B)(6) 2016) with pt 66 seconds (58 %, 19.20 inr, aptt 180 seconds), the levels started to be improving gradually with the levels on the 25th treatment day as the highest. During the period, no serious clinical tendency towards haemorrhage was noted. Blood testing on the 36th treatment day ((B)(6) 2017) showed pt 14.4 seconds (61.8 %, 1.36 inr) and aptt 31.5 seconds, with stable general condition and absence of a tendency towards haemorrhage. As a result, the regular checking by the reporting department on an outpatient basis was decided, and the patient was discharged on the 39th treatment day ((B)(6) 2017), accordingly. All other laboratory results were added in the dedicated section. On (B)(6) 2017, the patient recovered from the decreased activity of coagulation factor v due to acquired coagulation factor v inhibitor. As of (B)(6) 2017, the patient was recovering from the liver disorder. The physician did not assess the seriousness or the causality of the event liver disorder to dc bead. However, for the event coagulation factor (factor v) deficiency, the reporter stated the following: "the existing adverse reaction reports included decreased activity of coagulation factor v and coagulation disorder due to an acquired coagulation factor v inhibitor in ctrx or allopurinol. These drugs were most likely to be associated with the event. However, since involvement of dc bead could not be ruled out, the causality was assessed as possibly related". The company assessed the events of coagulation factor (factor v) deficiency and liver disorder as serious (medially significant, hospitalization). Follow-up will be requested. Case comments: liver disorder, coagulation factor v level decreased and off label use of device are considered unlisted according to the dc bead current reference safety information. In disagreement with the physician, the company considered coagulation factor v level decreased as unrelated to dc bead therapy, unrelated to treatment with epirubicin and possibly related to the patient's underlying cancer. Additionally, in absence of an assessment made by the reporter, the company considered the event liver disorder related to dc bead therapy, since its role cannot be ruled out. Off label use of device is considered a special scenario and as therefore not assessable as an adverse event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label

Event description:
Liver disorder. Coagulation factor v deficiency. Dc bead loaded with epirubicin [off label use of device] . Case description: initial information received on 22-dec-2016: this spontaneous medical device report was received from a physician via business partner concerning a (B)(6) male patient. The patient's medical history included chronic renal failure, alcoholic cirrhosis and hepatectomy. Concomitant medications were not provided. On (B)(6) 2016, the patient received dc bead loaded with 50 mg of epirubicin for an unknown indication. Other dosing details, bead size, lot numbers and expiration dates were not provided. On (B)(6) 2016, the patient experienced coagulation factor (factor v) deficiency. As of (B)(6) 2016, the patient had not recovered from the coagulation factor (factor v) deficiency and no hemorrhage was present. The reporter considered the event of coagulation factor (factor v) deficiency as possibly related to dc bead therapy. The company assessed the event of coagulation factor (factor v) deficiency as serious (medically significant), and the event of dc bead loaded with 50 mg of epirubicin as non-serious. Follow-up information will be requested. Follow-up information received on 31-jan-2017: follow-up information was received from a physician, via the company distributor. Additional information was obtained regarding the patient medical history: hypertension since 1975, alcoholic hepatitis since 1999, renal impairment and haemangioma cavernous in the brainstem since 2010 and hepatic cirrhosis since 2011. On an unspecified date in (B)(6) 2011, an endoscopic submucosal dissection (esd) was performed for gastric cancer at the reporting department. However, on an unspecified date in (B)(6) 2011, as additional resection, a laparoscopic gastrectomy was performed at the department of the first surgery of the reporting hospital. Additionally, on an unspecified date in (B)(6)2016, due to a liver tumour (s2 38 mm, s1 30 mm) the patient was hospitalized for detail examination (the second hospitalization at the reporting department), and was diagnosed with an hepatocellular carcinoma (t4n0m0, stage iva). On (B)(6) 2016, a left hemihepatectomy with partial resection of the caudate lobe and cholecystectomy were performed at the department of surgery of liver, gallbladder and pancreas of the reporting hospital, for hepatocellular carcinoma. However, on an unspecified date in (B)(6) 2016, the hepatocellular carcinoma recurred in the remaining liver (child-pugh classification: b). There was no family history of hepatic disease. The patient was taking as co-suspect drugs kaytwo (menatetrenone; capsule, dose not reported), allopurinol (dose not reported) and levofloxacin (dose not reported), all since an unknown date, for an unknown indication. Additionally, the patient was taking ceftriaxone (ctrx) (2g/day, intravenous injection) for an unknown indication, since the first treatment day, on (B)(6) 2016. On (B)(6) 2016, the patient underwent transarterial chemoembolization (deb-tace) with a drug solution, about 20 ml, consisting of one vial of dc bead (300-500 microm, lot number and expiration date not reported) loaded with epirubicin hydrochloride 50 mg that was made by mixing with contrast media. About 18 ml of the drug solution was arterially injected via right hepatic artery, in the status post-left hemihepatectomy with partial resection of the caudate lobe, cholecystectomy, and total gastrectomy. Multiple densely stained tumour appearances were seen in the remaining liver. On the following day of the treatment, on (B)(6) 2016, the patient experienced pyrexia of 38°c. On the same day, blood testing showed aspartate transaminase (ast) 911 iu/l, alanine transaminase (alt) 571 iu/l, and lactate dehydrogenase (ldh) 1796 iu/l, indicating intense liver disorder. Considering possible appearance of abscess and infection, intravenous injection of ctrx 2 g/day administered from the first treatment day was continued. Thereafter, hepatobiliary enzymes all decreased with the highest on the second treatment day ((B)(6) 2016): ast 1214 iu/l, alt 1024 iu/l, and ldh 1695 iu/l. However, given bilirubin within the reference range and prothrombin ratio (pt %) staying mildly low at 62.4, the patient was placed under observation. Pyrexia of 38° to 39°c persisted and c-reactive protein (crp) was high at 18.05 mg/dl on the fourth treatment day ((B)(6) 2016). During the course, bilirubin did not increase, and crp decreased with the highest on the fourth treatment day. The blood test performed on the 14th treatment day ((B)(6) 2016) showed pt of 16.0 seconds. While fibrin degradation product (fdp) and d-dimer were high, platelet count was kept at 212000. The disseminated intravascular coagulation (dic) score suggested that dic was less likely. The blood test performed on the 15th treatment day ((B)(6) 2016) showed that pt further prolonged to 31.5 seconds. Activated partial thromboplastin time (aptt) was remarkably prolonged to 116.6 seconds. Given no presence of hepatic atrophy, it was unlikely to be the cause of the prolonged pt. Anticoagulant drugs such as heparin or warfarin was not used. In the blood coagulation cascade, common or/and extrinsic coagulation factor deficiency or the presence of an abnormal clotting. Factor were suspected. Consequently, coagulation factor deficiency was diagnosed. The reporter suspected that the drugs, especially the antibiotic ctrx/levofloxacin that the patient had been on for a long time and uric acid synthesis inhibitor, etc. Might be associated to the adverse event. Therefore, on the 15th treatment day, on (B)(6) 2016, ctrx was discontinued, while levofloxacin was discontinued on the on the 18th treatment day ((B)(6) 2016). On the 19th treatment day, (B)(6) 2016, kaytwo (menatetrenone) capsule and allopurinol were discontinued. Thereafter, while prolonged pt/aptt persisted until the 25th treatment day ((B)(6) 2016) with pt 66 seconds (58 %, 19.20 inr, aptt 180 seconds), the levels started to be improving gradually with the levels on the 25th treatment day as the highest. During the period, no serious clinical tendency towards haemorrhage was noted. Blood testing on the 36th treatment day ((B)(6) 2017) showed pt 14.4 seconds (61.8 %, 1.36 inr) and aptt 31.5 seconds, with stable general condition and absence of a tendency towards haemorrhage. As a result, the regular checking by the reporting department on an outpatient basis was decided, and the patient was discharged on the 39th treatment day ((B)(6) 2017), accordingly. All other laboratory results were added in the dedicated section. On (B)(6) 2017, the patient recovered from the decreased activity of coagulation factor v due to acquired coagulation factor v inhibitor. As of (B)(6) 2017, the patient was recovering from the liver disorder. The physician did not assess the seriousness or the causality of the event liver disorder to dc bead. However, for the event coagulation factor (factor v) deficiency, the reporter stated the following: "the existing adverse reaction reports included decreased activity of coagulation factor v and coagulation disorder due to an acquired coagulation factor v inhibitor in ctrx or allopurinol. These drugs were most likely to be associated with the event. However, since involvement of dc bead could not be ruled out, the causality was assessed as possibly related". The company assessed the events of coagulation factor (factor v) deficiency and liver disorder as serious (medially significant, hospitalization). Follow-up will be requested. Additional information received and final assessment on 20-feb-2017: risk assessment: (B)(4). Follow up attempts have been performed and information was received and processed accordingly. No additional information can be obtained. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report. Case comments: liver disorder, coagulation factor v level decreased and off label use of device are considered unlisted according to the dc bead current reference safety information. In disagreement with the physician, the company considered coagulation factor v level decreased as unrelated to dc bead therapy, unrelated to treatment with epirubicin and possibly related to the patient's underlying cancer. Additionally, in absence of an assessment made by the reporter, the company considered the event liver disorder related to dc bead therapy, since its role cannot be ruled out. Off label use of device is considered a special scenario and as therefore not assessable as an adverse event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.